Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2012, the consumer experienced breaking implant / part of coil that hangs in uterus broke off and complication of device insertion. On an unspecified date the consumer experienced unwished pregnancy 10 months post essure insertion and device ineffective. Essure control position was done by echography (no results mentioned). She mentioned that her doctor thought that a broken essure coil would not cause any problem, though did it (pregnancy). Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported breaking implant / part of coil that hangs in uterus broke off and she experienced unwished pregnancy. The event device breakage is unlisted while pregnancy is listed in the reference safety information for essure. In this case, it was reported that device breakage occurred on the same of essure insertion. She got pregnant about 10 months after essure insertion. The device breakage may explain occurrence of pregnancy, however, since it was not known whether tubal occlusion was achieved, the possibility of contraceptive failure cannot be totally excluded. A causal relationship between the events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the povided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event of lack of efficacy cannot be totally excluded. However, the medical event and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported breaking implant / part of coil that hangs in uterus broke off and she experienced unwished pregnancy. Both events are considered anticipated in the reference safety information for essure. In this case, it was reported that device breakage occurred on the same of essure insertion. She got pregnant about 10 months after essure insertion. The device breakage may explain occurrence of pregnancy, however, since it was not known whether tubal occlusion was achieved, the possibility of contraceptive failure cannot be totally excluded. A causal relationship between the events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.